Event description:
Patient had power spikes (11-13) morning of admission. An echo revealed suspected thrombus. Patient was admitted to the hospital and started on heparin drip. Patient went to cath lab for intracavitary tpa 3 x.